Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was found to have a coupling malfunction, disconnecting sleeve was loose and corrosion on internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow cleaning and maintenance instructions per the directions for use which is improper cleaning and care of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a knee prosthesis surgery, it was discovered that the coupling device was not functioning properly. It was reported that there was an eight minute delay in the surgical procedure. A spare device was available for use to finish the case. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.